Manufacturer narrative:
Internal identifier(s): = (B)(4). Correction:the causative agent changed from 7a83-01, axsym analyzer to 1d30-20 and now this report is being filed on an international product, list number 1d30 that has a similar product distributed in the u.s., list number 5c36. The manufacturer (mfgr) site, (B)(4), mfgr. Number 1628664 has been changed and the correct manufacturer site is (B)(4), mfgr. Number 1415939. The mfgr name and address is corrected. Result: based on our evaluation, we have determined that axsym abbott hcv reagent pack, list number 1d30-20, lot number 83189lf00 and 88005lf00 were performing acceptably. The account further stated that the architect lots of 78603hn00 (lot used before operation), 78603hn00 (lot used after operation) and 83067hn00 (lot used at revisit) listed in the initial description event were incorrect. The correct architect lot numbers are 82170hn00 (lots used before and after operation) and 87708hn00 (lot used at revisit). We have completed an evaluation regarding sensitivity. Since the lot number of the reagent lot the customer used is unknown when potential (B)(6) results were obtained we evaluated one representative reagent lot (lot number 83189lf00). To evaluate the specificity historical data of axsym abbott hcv, list number 1d30-20, lot number 83189lf00 was evaluated with internal quality controls of serum pool specificity panel and plasma pool specificity panel. The internal controls showed normal performance without false elevated results. All negative control values were well within specifications, without shift to the upper limit of the specification. To assess the sensitivity performance of the reagent we tested a retained sample (reagent kit stored at abbott laboratories) of axsym abbott hcv, list number 1d30-20, lot number 88005lf00. Three (B)(6)-sensitivity panels have been tested instead of the unavailable patient sample, the panels showing normal performance without (B)(6) results in addition two commercially available seroconversion panels phv905 and phv907 were tested, the same first bleeds were found reactive compared to historical data. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of our evaluation we have reviewed the complaint records for lot number 88005lf00 and 83189lf00. This review did not identify any problems relating to the customer's observation. Based on our evaluation, we have determined that axsym abbott hcv reagent pack, list number 1d30-20, lot number 83189lf00 and 88005lf00 were performing acceptably.

Event description:
The account stated that the axsym analyzer has generated a discrepant hcv results on a (B)(6) patient sample. The account provided the following data; dates: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010; before operation, after operation, revisit to hospital; architect lot: 78603hn00, 78603hn00 83067hn00; results: (B)(6), (B)(6) , (B)(6); axsym lot: unknown, unknown, 88005lf00; results: (B)(6), (B)(6), (B)(6); rna: n/a, n/a, (B)(6). The riba iii was indeterminate. The sample was then tested by the eclusys method and the result was confirmed (B)(6). The account now believes the correct result is (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.